Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue however, was not able to duplicate the reported issue. The se inspected and reseated all analog device cables, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, when powered on, a 980 ventilator generated an inoperative error message. The ventilator was not in use on a patient at the time of the reported event.